Event description:
Customer reported implant loss (B)(4). Implant loss, healing collar attached to the implant. Patient: (B)(6). Date placed: (B)(6) 2025. Date of failure: (B)(6) 2026. Reference: 68011096. Lot: 524083. Reference: 68013017. Lot: 533713.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.